Manufacturer narrative:
This report is submitted on (B)(6) 2018.

Event description:
It was reported that the patient experienced a loss of connection to the internal device. Troubleshooting did not resolve the issue. The implanted device remains in situ and the patient will continue to be monitored by the health care provider.

Manufacturer narrative:
Per the clinic, the device was electively explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery. This report is filed on october 04, 2018. (B)(4).